Manufacturer narrative:
This is one of the 25 devices impacted by this problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspeciton on feb 19 - thru march 11, 2025. Avertix performed a voluntary correction in 2023.

Event description:
Imd early eri/eos. This is one of the 25 devices that have experienced premature eos due to a battery problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspection on feb 19 thru march 11, 2025. Avertix performed a voluntary field correction in 2023 regarding this issue.